Manufacturer narrative:
(B)(4). Retainer ring = clear customer complained about report their pump has cosmetic damage crack. Unit perform visual inspection and pump received with cracked case behind the pump near the battery tube compartment, cracked select button keypad overlay and pillowing keypad overlay. Tested with a test p-cap and the test p-cap locked in place properly. Unit passed displacement test. Unit was confirmed for physical damage on the case behind the pump near the battery tube compartment and cracked select button keypad overlay. Unit passed required testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring was damaged. The customer stated that the reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.